Manufacturer narrative:
Date sent to the FDA: 1/18/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair surgery on (B)(6) 2013 and mesh was implanted during which the surgeon noted diastasis recti and adhesions. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted a bowel obstruction. It was reported that the patient experienced a severe pain, bowel obstruction, adhesions, nausea, inflammation and abdominal deformity. It was reported that the patient underwent previous ventral hernia repair surgery on (B)(6) 2007 and mesh was implanted. Other procedure is captured in a separate file. No additional information is provided.